Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had approximately three years of longevity left two months ago and now the ICD has triggered both rrt (recommended replacement time) and eos (end of service) overnight. The device battery voltage dropped rapidly to eos over the past month. Premature battery depletion is suspected. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated shorting/low impedance in the battery. Hybrid analysis confirmed the device battery to be depleted. When the device was powered with an external supply, the system current drain was nominal throughout the analysis. The device was fully functional and no hybrid anomalies were found. Battery analysis revealed that lithium-plating breaches were found along the top edge of the anode separator in segment 2, adjacent to the exposed cathode tab. Plated-lithium extended from the breached opening and touched the cathode tab. Based on this analysis, the premature battery depletion resulted from an internal lithium-plating short. If information is provided in the future, a supplemental report will be issued.